Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A baxter homecare services representative (hcsr) left a voice message for corporate product surveillance (cps) to relay a report received from the home patient (hp) for 5c4466p. The hp was contacted on (B)(4) 2011. The hp stated that the mini-caps don't look like they tighten all the way compared to her old caps. The hp stated she still had samples available. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No root cause can be determined.